Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a system performance failure. A technical support specialist dialed into the station and identified that the remote support service update agent was not listed. The tss referred to the knowledge article (medapplication not launching automatically; station at blue screen how to manually install rss agents and rss component manager). The tss navigated to control panel navigate to programs and features, right clicked the rss agent, and selected repair. Upon completion, the station configuration utility was opened, autologin was configured for the carefusion application, and the station was rebooted. After the reboot, the application was confirmed to be up and running successfully. The system functioned as intended technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es dialysis station was stuck on a carefusion blue screen. The customer confirmed that they were unable to sign in, as the system only allowed one character to be typed and the backspace key was not functioning. The customer rebooted the station in an attempt to reset the system; however, it remained stuck on the blue screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.